Manufacturer narrative:
"Section 2 - safety precautions and warnings." "Electrosurgery should never be performed in the presence of flammable anesthetics, flammable prep solutions or drapes, oxidizing gases such as nitrous oxide (n2o), or in oxygen-enriched environments. The risk of igniting flammable gases or other materials is inherent in electrosurgery and cannot be eliminated by device design. Precautions must be taken to restrict flammable materials and substances from the electrosurgical site, whether they are present in the form of an anesthetic, life support, skin preparation agent, or are produced by natural processes within body cavities, or originate in surgical drapes, tracheal tubes, or other materials. There is a risk of pooling of flammable solutions in body depressions such as the umbilicus and in body cavities, such as the vagina. Any excess fluid pooled in these areas should be removed before the equipment is used. Attention should be called to the danger of ignition of endogenous gases. Some materials, for example, cotton, wool and gauze, when saturated with oxygen may be ignited by sparks produced in normal use of the hyfrecator 2000."

Event description:
During procedure ignition occurred during the use of a hyfrecator 2000 cauterization device. No injury was reported.